Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used two assurant cobalt stents to treat a lesion in the common iliac, using kissing stent technique. The devices were prepared and inspected as per IFU. No issue observed during preparation. The devices were implanted however post deployment a severe dissection in the left sfa was noted. The physician attempted to use an assurant cobalt stent to treat the severe dissection. The lesion was moderately calcified lesion exhibiting no vessel tortuosity. The packaging of the device was intact and undamaged prior to opening. The device was removed from its packaging as per IFU, prepped and inspected with no issues noted. The exposed stent was inspected by the physician prior to removal of the device from the tray. It was reported that deployment difficulties were encountered with the device being partially deployed distally. The physician attempted to cross the distal not deployed part, but the balloon was not able to cross through the stent adequately. The balloon used was the same balloon catheter of the stent. After angio the result was estimated by the physician as satisfying and left without any further action. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.